Event description:
The short to shield was discovered on (B)(6)2019 and (B)(6)2019 . The short to shield events were isolated episodes. The driveline was repaired on (B)(6)2019 . No short to shield was discovered in the portion of the driveline sent to abbott. The patient remained on a non-grounded cable as the account believed that the short to shield condition was internal and unrepaired. The patient opted not to have a pump exchange.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of a low speed advisory alarm, a specific cause for the event could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, the low speed event could be indicative of a potential driveline issue. The submitted log file captured one transient low speed advisory/hazard event on (B)(6)2019 at 11:52:58 pm, associated with the pump speed decreasing to values as low as 2220 rpm, below the low speed limit of 8800 rpm. This event occurred while the system controller was connected to a power module. A distal end driveline repair was performed on (B)(6)2019 and the replaced portion was returned in a segment measuring approximately 18.5¿. The outer layers of the driveline were removed approximately 15.5¿ from the metal connector. Rescue tape repairs were observed approximately 3.5¿ through 5.5¿ and approximately 6.5¿ through 10¿ from the metal connector. Metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the low speed event observed in the submitted log file. It was reported that the distal end driveline repair was performed without issue. The patient was placed on a grounded patient cable post-repair with no alarms. The plan of care was to release the patient home after observation. It was later reported that the patient was given an ungrounded patient cable with the idea that the short to shield condition is internal and unrepaired. The patient opted to not have a vad exchange. The patient remains ongoing on vad-57974 and no further related issues have been reported at this time. Incidental finding: tears in the outer silicone jacket were observed approximately 4¿, 4.5¿, 7.5¿, and 8¿ through 9.5¿ from the metal connector. The underlying bionate did not reveal any areas of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: although the evaluation of the submitted system controller log file confirmed the report of a low speed advisory alarm, a specific cause for the event could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, the low speed event could be indicative of a potential driveline issue. The submitted log file captured one transient low speed advisory/hazard event on (B)(6) 2019 at 11:52:58 pm, associated with the pump speed decreasing to values as low as 2220 rpm, below the low speed limit of 8800 rpm. This event occurred while the system controller was connected to a power module. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 18.5¿. The outer layers of the driveline were removed approximately 15.5¿ from the metal connector. Rescue tape repairs were observed approximately 3.5¿ through 5.5¿ and approximately 6.5¿ through 10¿ from the metal connector. Metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the low speed event observed in the submitted log file. Incidental finding: tears in the outer silicone jacket were observed approximately 4¿, 4.5¿, 7.5¿, and 8¿ through 9.5¿ from the metal connector. The underlying bionate did not reveal any areas of damage. Heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that device alarmed for low speed advisories on (B)(6) 2019 at 11:52 pm. X-ray was performed but was unremarkable. It was reported that an external percutaneous lead replacement was performed without any issues. Patient was placed on regular grounded patient cable post replacement with no alarms. Patient was expected to be released to home after observation. No further information was provided.